Manufacturer narrative:
Device evaluation completed on 5/27/2019: during evaluation of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and revealed valve leaks and a rupture at vulcanization dot. Microscopic examination of the edges of the rupture gave no indications as to cause of the failure. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 625 cc saline breast implants which the left side deflated after implantation. The issue was noticed by the patient. As a result patient had the device removed and replaced with serial number (B)(4), catalog number 3501695 on (B)(6) 2019.